Manufacturer narrative:
The customer complaint of bubbling overlays was confirmed on the returned pcu devices. External inspection of the returned pcu devices confirmed slight delamination in the upper left hand corner of the pcu keypad. No obvious signs of fluid ingress was observed during internal inspection. Previous testing was performed using pcu m2 units with separated overlays. The units were cleaned per the directions for use (dfu) and these units subsequently passed functional keypad testing. Fluid ingress was only detected on the edge of the overlay and no fluid ingress was detected in any of the other layers (9 other layers) or on any electronics components. The issue is a result of a design change wherein the dimensions of the case and overlay may result in buckling as temperature stress is applied. The issue is believed to be cosmetic in nature at this time. The pcu m2 keypads will be replaced by the repair depot during servicing. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported they are seeing bubbling with their front panel membrane overlays, and the customer is concerned about fluid intrusion. The customer states uhs cleans their devices. There is no report of patient involvement.